Event description:
It was reported by the affiliate that during the hemorrhoidectomy (longo procedure), after closing and firing the pph03 he noted that the product had failed to correctly form staples between the 2 o'clock and 5 o'clock position (holding the gun with the tissue compression indicator window upwards, looking from the closing knob end). When the surgeon removed the loose staples he noted that one leg of each staple had formed a partial 'b' shape while the other leg had not formed at all. He then closed the defect in the pt's rectal wall with a combination of 2.0 pds and 2.0 vicryl suture. He administered i.v. Ampicillin, gentamicin and metronidazole antibiotics to cover for possible infection. He also plans to keep the pt in hospital for 3 days to observe him. The procedure was prolonged 20 minutes. The device will be returned.